Event description:
Procedure performed: lap nephrectomy. Event description: translated: upon deployment the retrieval bag was not attached to the metal introducer. Cannot be used. Information received by applied medical representative on 2feb23 via phone: the bag came off prongs. Additional questions have been shared with the customer information received by applied medical representative on 3feb23 via email: they are familiar with the use of our inzii 12/15. In this incident at a lap nephrectomy in january the prongs did not open the bag after pushing the plunger completely through until the stop. The prongs stayed together but did not touch anything at the end that could hold them together and prevent the bag from opening up. Since there was no opening to put the specimen in the pulled the plunger. This shifted the unopened bag off the prongs. Intervention: used another cd004 for retrieval of the specimen. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience as the returned bag was falling off the supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap nephrectomy event description: translated: upon deployment the retrieval bag was not attached to the metal introducer. Cannot be used. Information received by applied medical representative on 2feb23 via phone: the bag came off prongs. Additional questions have been shared with the customer information received by applied medical representative on 3feb23 via email: they are familiar with the use of our inzii 12/15. In this incident at a lap nephrectomy in january the prongs did not open the bag after pushing the plunger completely through until the stop. The prongs stayed together but did not touch anything at the end that could hold them together and prevent the bag from opening up. Since there was no opening to put the specimen in the pulled the plunger. This shifted the unopened bag off the prongs. Intervention: used another cd004 for retrieval of the specimen. Patient status: patient is ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.